Event description:
It was reported that the lead was replaced due to unacceptable thresholds. It appeared pulled back on x-ray from placement at original implant. No patient complications were reported as a result of this event.